Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the headgear of an rt040 full face mask "can easily slip out of the hook." This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has not received the complaint rt040 full face mask. Without the return of the complaint device, we are unable to confirm the reported fault. A lot number was not provided, thus a lot check could not be performed. An rt040 mask has headgear that can be adjusted at both the forehead and the base of the head to ensure the best possible fit. The headgear is designed with a safety release mechanism to prevent over tightening. The user instructions that accompany the rt040 full face mask states: "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff." A fisher & paykel healthcare field representative in (B)(4) has carried out inservice training sessions with the hospital staff in relation to the mask sizing and fitting procedures for the full face masks. This is the only complaint of this nature that we received for rt040 full face masks in the last year to the end of may 2011.